Manufacturer narrative:
H10: twelve (12) actual samples were received for evaluation. Visual inspection revealed dark/yellowish spots on the outer wall of the tube of eight (8) of the returned samples. The reported condition was verified. The cause of the condition was determined to be degradation of the tubing material (pvc) during the thermal process of tube extrusion during manufacturing. The manufacturing process has been updated to address this issue. This is a cosmetic defect. The device malfunction is not likely to cause or contribute to a death or serious injury. Particulate matter outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 event date: the event occurred on an unspecified date of april 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were dark particles in twelve (12) solution sets. This was identified before use. There was no patient involvement. No additional information is available.